Event description:
Per the clinic, the patient experienced skin irritation and mild erythema due to magnet retention. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.